Manufacturer narrative:
Cmp-(B)(4). (B)(4). - medical products - vanguard cr ilok fem-rt 67.5 catalog# 183010 lot# 633030, biomet cc cruciate tray 79mm catalog# 141235 lot# j3596968, series a pat thn 34 3 peg catalog# 184786 lot# 801090. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 02564, 0001825034 - 2017 - 02568, 0001825034 - 2017 - 02569, 0001825034 - 2017 - 02571.

Event description:
It was reported that patient may require a revision procedure due to unknown reasons. However, no revision has been reported to date.

Manufacturer narrative:
This follow up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Upon further assessment, this complaint is no longer reportable as no revision is scheduled for this leg. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.